Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low blood glucose. The customer¿s blood glucose level was around 300 mg/dl, 400 mg/dl and 40 mg/dl. Customer stated that battery compartment was cracked. Customer stated that retainer ring was not damaged. Customer was declined to troubleshoot for high and low blood glucose. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.